Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving intrathecal lioresal (unknown concentration and dose) via an implantable pump for unknown indications for use. It was reported that the patient had their low reservoir alarm activated when they went in for their refill. The rep stated that the hcp filled the pump and now the patient was home, and their pump was alarming. The rep stated that the patient was 4 hours away and now the patient had to continue hearing the pump alarm. Technical services reviewed silencing the active alarm from the home screen when they see the patient. Additional information was received from the manufacturer representative (rep). It was reported that the patient came back and the alarm was silenced. The pump alarming after refill was resolved. The rep was unable to collect logs because they would not return to that office for weeks.